Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. The instrument was inserted into the cavity and would not open. After manipulation the device fired and opened without incident.